Event description:
It was reported that the pump declared an alarm during insulin delivery, causing a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance from technical support, but the alarm persisted. Consequently, technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Instructions were provided to put the pump into storage mode before returning it. The customer acknowledged and agreed to return the pump using a pre-paid label within 10 days.